Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that during an infusion on a patient using a spectrum pump, in the hematology-oncology unit, nurses had to titrate rates, ranging from the starting 21.7 to 35.7 ml/hour. This occured frequently in order to have the infusion completed within the 24 hour programmed time of cytarabine infusion. Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The premarket identification has been corrected.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Additional event information was received from the customer. The event description has been updated.

Event description:
Baxter performed a site visit to this customer. The purpose of the visit was to directly observe and discuss concerns related to the event reported by (B)(6). The findings from the site visit showed that some current clinical practices may have led to the reported flow continuity issue. Baxter is working with the facility to mitigate the reported problem.